Event description:
It was reported that an (B) (6) female presented to the emergency department on 8/31/2009 after sustaining a cardiopulmonary arrest at home. The pt was resuscitated. A right femoral triple lumen catheter was inserted. During the procedure, the spring wire guide (swg) snapped. The triple lumen catheter was removed. Abdominal x-ray was performed which noted a probable right femoral arterial line terminating in the right iliac artery. Additional info received from risk management on 9/16/09 stated it is unk if the swg was removed from the pt. No further details are available.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.